Event description:
Health care professional reported that during the implant procedure, the pt could not come off bypass. Intra-operative "tee" showed the disc would open and remain in the open position. The surgeon made two attempts to rotate the valve with the same results and therefore, he abandoned the valve for another prosthesis. The pt was not able to come off bypass. The valve was returned for analysis.